Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek inrange meter serial number (B)(4) with two different test strip lot numbers. This medwatch will apply to test strip lot number 345213. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 322643. A sample from the patient was tested in the laboratory using a rabbit thromboplastin method, resulting with a value of 2.7 inr. At an unknown time, a sample from the patient was tested on the meter using test strip lot number 322643, resulting with a value of 4.1 inr. At an unknown time, a sample from the patient was tested on the meter using test strip lot number 345213, resulting with a value of 3.9 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr. The customer's product was requested for investigation. Relevant retention test strips (lot 345213 and lot 322643) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.